Manufacturer narrative:
The pump was received with unresponsive buttons due to an unlocked keypad connector on the lcd board. The keypad traces were inspected and no anomalies were noted. No unexpected beeps were noted. The pump was received with a cracked case at the display window corners, a broken belt clip slot and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer was replacing the battery and the pump was emitting a continuous beep. Customer's blood glucose was 6.0 mmol/l. Customer stated that the signal was not stopped and the pump did not react when the buttons were pressed. Customer stated that the pump was left without a battery for 12 hours and the situation repeated itself. Customer stated that the pump worked for 3 hours and the situation repeated again.